Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient noticed his cgm was not getting readings. 30 minutes later, the last known estimated glucose value (egv) was 368 mgdl, the patient was asymptomatic and the bg was not checked at that time. The patient had a car accident while driving. The patient did not know who called emergency medical service (ems) and the bg by ems was 29 mgdl. When the paramedic took off the patient's tandem tslim x2 (sole cgm display device), the patient asked to have a quick look at it and it showed sensor failed. All patient could remember was that he was given 1 glucose jelly when he was still in the ambulance and had an intravenous (IV). The patient was taken to the emergency department (ed) and released (B)(6) 2024. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine and recovering. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.